Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level greater than 1000 mg/dl; cause was unknown. Due to the elevated bg level the customer "passed out." Customer went to the emergency room and was subsequently admitted into the intensive care unit. Customer was treated with intravenous fluids of saline and insulin. Reportedly, customer was released from the hospital with the issue resolved and there was no permanent damage. Customer was "unable to recall" the release date from the hospital. System check with tandem technical support confirmed the pump was functioning as intended. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.